Manufacturer narrative:
Reported event of failure to capture was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open and found to be at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short circuit, which resulted in premature battery depletion of the device as well as low or no output, consistent with the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's leadless pacemaker exhibited loss of capture. Programming changes were performed, and then the device was explanted and replaced. The patient was stable.